Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4). Is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that after the cement was mixed, it was filled into the bfd and viscosity was checked; however, possibly due to insufficient viscosity, it did not form strings and crumbled into a powder-like state. The same was attempted up to the third box with no change. With the fourth box, the physician¿s determined that it should reach the correct viscosity and waited about 22 minutes before filling. The fifth box was also tried as a precaution, but there was no change. Afterwards, the hardening continued slowly, but eventually it hardened and finished. There was no patient symptom reported. There were no further complications reported regarding the event. Regarding the reported cement units, a total of 5 units were opened, and all were found to be in a powder-like state with significantly delayed hardening. 4 of the 5 units were not used, and the final unit was used after waiting approximately 23 minutes at the physician¿s discretion. The product was opened for cement mixing and filling; however, due to abnormal cement hardening, it ultimately became unusable and was discarded. No issues were observed with mixers, bone fillers and kits.